Event description:
The ortho summit sample handling system instrument reportedly created bubbles in the microwells of the plate upon dispensing sample/reagent and did not generate an error message. No death or serious injury was associated with this incident.